Event description:
Suspicion of angina [angina pectoris], blood glucose level was not control [diabetes mellitus inadequate control], novopen 4 had a problem [device malfunction], novopen 4 did not inject the whole adjusted dose [incorrect dose administered by device]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suspicion of angina" beginning on (B)(6) 2019, "blood glucose level was not control" with an unspecified onset date, "novopen 4 had a problem " with an unspecified onset date and "novopen 4 did not inject the whole adjusted dose" with an unspecified onset date and concerned a 54 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing due to "diabetes mellitus" and mixtard 30 hm penfill (insulin human) from unknown start date and ongoing due to "diabetes mellitus" (dose and frequency 67 iu, qd (40iu am and 27 iu pm started 7 years ago)). Patient's height: 158 cm. Patient's weight: (B)(6). Patient's body mass index (bmi): 36.0520. Medical history included diabetes mellitus(since 20 years). Historical drug included levemir. On an unspecified date, the patient's blood glucose level was not under control for a month as her novopen 4 had a problem. It did not inject the whole adjusted dose, it injected only 2 units from the adjusted 40 u. The patient was admitted in hospital intensive care unit (ICU) for 6 days. It was reported that patient's blood glucose level was 300 mg/dl. On (B)(6) 2019 patient was diagnosed with "suspicion of angina". It was reported that the patient thought she recovered from the event "blood glucose level was not control" even though she didn't estimate blood glucose level. The patient started using novopen 4 seven years ago. Batch number available. Action taken to novopen 4 was replaced with a new one on (B)(6) 2019. Action taken to mixtard 30 hm penfill was no change. The outcome for the event "suspicion of angina" was recovered. The outcome for the event "blood glucose level was not control" was unknown. The outcome for the event "novopen 4 had a problem " was not reported. The outcome for the event "novopen 4 did not inject the whole adjusted dose" was not reported. Investigation results: name: novopen 4, batch number: bug0723 the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Name: mixtard 30 penfill, batch number: hr7k289. The product was not returned for examination. Manufacturer comment: on 10-sep-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Angina pectoris is assessed as unlisted; loss of control of blood sugar is assessed as listed according to the novo nordisk current ccds in mixtard 30 penfill. Relevant information on final diagnosis, treatment given and investigation results of returned sample are unavailable. However, patient's long standing medical condition of diabetes mellitus and high bmi can be considered as risk factors. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. Evaluation summary: investigation results: name: novopen 4, batch number: bug0723. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the observed problem were found.